Event description:
Information received by medtronic indicated that customer called as a result of receiving the safety notification for the battery cap damage and reported damage to the insulin pump battery cap contacts. Customer also reported that crack in the pump battery compartment. Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The pump diagnostic trace file confirmed pump error 63 (variable info = 12) due to hardware error found on oct 3, 2023 at 06:08:22.000 and 06:09:34.000. Pump error 4 was confirmed found in the pump diagnostic trace file on oct 3, 2023 at 06:08:22.000 and 06:09:34.000 due to pump error 63. Pump was cut open and found evidence of moisture on electronic assemblies and force sensor flex connector. The following were noted during visual inspection: cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), cracked case and scratched case. In conclusion, unit came in with constant critical pump error alarm (open book) due to pump error 63 and pump error 4 confirmed in the pump diagnostic trace file. Isolate to electronic assembly. Customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case and cracked battery tube threads were noted. Unable to confirm battery cap contact damage due to not receiving original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.